Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "proximal humerl implant was scratched in the box. The surgeon noticed the implant but determined the scratches were not detrimental to the case. Implant was used anyway."